Event description:
During a pci procedure, the maverick 1.50x15mm balloon ruptured at 12 atms on the second inflation. The first inflation was at 12 atms. The lesion being treated was a 90% stenosed left anterior descending (lad). There were no patient complications reported. The patient status is listed as "good".